Event description:
The customer observed discrepant axsym troponin-I results for six pts. Three examples were provided. The initial troponin-I result for one pt was 2.8 ng/ml with a repeat result of 1.7 ng/ml using the same sample. Another pt generated a result of 10.5 ng/ml with a repeat result of 8.0 ng/ml (same sample). A third pt generated a result of 2.7 ng/ml but when a new sample was collected 3 hours later, the result was <0.3 ng/ml. The customer states that cardiac catheterization was performed unnecessarily for one pt (not specified). No additional pt info was provided. No pt injury was reported.